Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call hospitalization and high blood glucose. Customer's blood glucose went as high as 423 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised during a bolus attempt the insulin pump does not properly deliver insulin. Customer experienced diabetic ketoacidosis, ketones and was admitted into the hospital.